Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied in the mesoappendix during laparoscopic appendectomy, the surgeon performed knot pusher technique and the suture was broke. Another suture was used to complete the case. There was no patient injury.